Event description:
It was reported that the ventilator's o2 gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator's o2 gas module was found defective. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). On-site investigation performed by our field service engineer (fse) revealed that there was no issue with o2 gas module. According to received information in service report and during communication with fse, the pressure transducer test failed during pre-use check and cleaning of the expiratory cassette membrane solved the issue. No part replacement was required to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The expiratory cassette is only measuring and its failure would not affect ventilation. Therefore, this situation is not safety-related, the issue will be noticed before use and appropriate measures can be taken. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to maintenance of the expiratory cassette membrane.

Event description:
Manufacturer's ref.#: (B)(4).